Manufacturer narrative:
UDI: product made prior to compliance date, gtin unavailable. Upon completion of the investigation a follow up report will be filed.

Event description:
Device cannot be reprogrammed. There was no report of injury to the patient or delay in treatment.

Manufacturer narrative:
It was not possible to investigate the complaint as the sample was sent to the wrong address and the device could not be found. Attempts were made to find the device, but it could not be found. If the sample is returned/found in the future, this complaint will be re-opened and evaluated. A search for relative complaint was not possible as the lot number is unknown. Review of the history device records was not possible as the lot number is unknown. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.